Manufacturer narrative:
Approximate age of device ¿ 4 years. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was expired due to cerebrovascular accident on hospice care. No further information was provided. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported brain hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient experienced an ischemic cerebrovascular accident (cva) at home. Patient maintained a low fixed dose of coumadin and was not kept at an inr goal range. Average inr was 1.2 for approximately 5 years due to significant history of recurrent gastrointestinal (gi) bleeds. It was reported that the device operated as expected.